Event description:
Per the clinic, the device was explanted on (B)(6) 2026 due to frequent MRI needs. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
According to the surgeon, during the explantation procedure the magnet was found to be partially displaced from its pocket, likely secondary to an MRI performed without the use of a head wrap. The device had not functioned since the initial MRI. Device analysis report attached.